Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide device was successfully pre-flushed prior to use. After insertion into the anatomy, there was no obvious flow from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no obvious flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.